Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight. On (B)(6)2008, the patient had essure inserted. In (B)(6)2008, the patient experienced pelvic pain ("pelvic pain"). In (B)(6)2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), abdominal distension ("gi conditions: bloating") and dyspepsia ("indigestion") and was found to have weight increased ("weight gain"). In (B)(6)2009, the patient experienced back pain ("back pain"), arthralgia ("joint pain/knee pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("vag discharge"), bladder disorder ("bladder problems"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, dysmenorrhoea, dyspareunia, back pain, vaginal discharge, bladder disorder, fatigue, abdominal distension, tooth disorder, hormone level abnormal, headache, nausea, weight increased, arthralgia, pain in extremity, vaginal haemorrhage, dyspepsia and pelvic pain outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hormone level abnormal, menorrhagia, nausea, pain in extremity, pelvic pain, perforation, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bladder problems, vaginal discharge,fatigue, gi conditions, dental problems, hormonal changes, headaches, nausea, weight gain,joint pain and leg pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-mar-2020: quality-safety evaluation of product technical complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and heavy menstrual bleeding ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included overweight and multiparous. Concurrent conditions included dysfunctional uterine bleeding, adenomyosis, gerd and endometrial polyp. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), abdominal distension ("gi conditions: bloating") and dyspepsia ("indigestion") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced back pain ("back pain"), arthralgia ("joint pain/knee pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), heavy menstrual bleeding (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("vag discharge"), bladder disorder ("bladder problems"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the perforation, heavy menstrual bleeding, dysmenorrhoea, dyspareunia, back pain, vaginal discharge, bladder disorder, fatigue, abdominal distension, tooth disorder, hormone level abnormal, headache, nausea, weight increased, arthralgia, pain in extremity, vaginal haemorrhage, dyspepsia and pelvic pain outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, heavy menstrual bleeding, hormone level abnormal, nausea, pain in extremity, pelvic pain, perforation, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bladder problems, vaginal discharge,fatigue, gi conditions, dental problems, hormonal changes, headaches, nausea, weight gain,joint pain and leg pain discrepancy noted: date(s) of insertion: (B)(6) 2009 (as per pif), (B)(6) 2008. Trailing coils: right-1. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on (B)(6) 2009: total bilateral occlusion.. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 1-jul-2021: medical record received. Reporters, rcc and medical history were added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') and menorrhagia ('menorrhagia') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included obesity. On (B)(6) 2008, the patient had essure inserted. In (B)(6) 2008, the patient experienced pelvic pain ("pelvic pain"). In (B)(6) 2009, the patient experienced dysmenorrhoea ("dysmennorhea (cramping)"), abdominal distension ("gi conditions: bloating") and dyspepsia ("indigestion") and was found to have weight increased ("weight gain"). In (B)(6) 2009, the patient experienced back pain ("back pain"), arthralgia ("joint pain/knee pain") and pain in extremity ("leg pain"). On an unknown date, the patient experienced perforation (seriousness criterion medically significant), menorrhagia (seriousness criteria medically significant and intervention required), dyspareunia ("dyspareunia"), vaginal discharge ("vag discharge"), bladder disorder ("bladder problems"), fatigue ("fatigue"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea") and vaginal haemorrhage ("abnormal bleeding (vaginal)") and was found to have hormone level abnormal ("hormonal changes"). The patient was treated with surgery (ablation). Essure treatment was not changed. At the time of the report, the perforation, menorrhagia, dysmenorrhoea, dyspareunia, back pain, vaginal discharge, bladder disorder, fatigue, abdominal distension, tooth disorder, hormone level abnormal, headache, nausea, weight increased, arthralgia, pain in extremity, vaginal haemorrhage, dyspepsia and pelvic pain outcome was unknown. The reporter considered abdominal distension, arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, dyspepsia, fatigue, headache, hormone level abnormal, menorrhagia, nausea, pain in extremity, pelvic pain, perforation, tooth disorder, vaginal discharge, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bladder problems, vaginal discharge,fatigue, gi conditions, dental problems, hormonal changes, headaches, nausea, weight gain,joint pain and leg pain. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 27.8 kg/sqm. Hysterosalpingogram - on an unknown date: total bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-jan-2020: pfs receive- new events abnormal bleeding (vaginal), indigestion and pelvic pain were added. Pt of the event gastrointestinal disorder was updated into abdominal distention. Reporter information and lab data were added.essure confirmation event deleted.(.essure confirmation test performed (B)(6) 2008, hysterosalpingogram (hsg). Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of perforation ('perforation: other') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device monitoring procedure not performed "plaintiff did not under essure confirmation test". On (B)(6) 2008, the patient had essure inserted. On an unknown date, the patient experienced perforation (seriousness criterion medically significant), dysmenorrhoea ("dysmennorhea"), dyspareunia ("dyspareunia"), back pain ("back pain"), menorrhagia ("menorrhagia"), vaginal discharge ("vag discharge"), bladder disorder ("bladder problems"), fatigue ("fatigue"), gastrointestinal disorder ("gi conditions"), tooth disorder ("dental problems"), headache ("headaches"), nausea ("nausea"), arthralgia ("joint pain") and pain in extremity ("leg pain") and was found to have hormone level abnormal ("hormonal changes") and weight increased ("weight gain"). Essure treatment was not changed. At the time of the report, the perforation, dysmenorrhoea, dyspareunia, back pain, menorrhagia, vaginal discharge, bladder disorder, fatigue, gastrointestinal disorder, tooth disorder, hormone level abnormal, headache, nausea, weight increased, arthralgia and pain in extremity outcome was unknown. The reporter considered arthralgia, back pain, bladder disorder, dysmenorrhoea, dyspareunia, fatigue, gastrointestinal disorder, headache, hormone level abnormal, menorrhagia, nausea, pain in extremity, perforation, tooth disorder, vaginal discharge and weight increased to be related to essure. The reporter commented: patient received treatment for- pain, bladder problems, vaginal discharge, fatigue, gi conditions, dental problems, hormonal changes, headaches, nausea, weight gain, joint pain and leg pain quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 11-sep-2019: pfs received: event injury nos replaced with event perforation: other. New events added - dysmenorrhea, dyspareunia, back pain, menorrhagia, bladder problems, vaginal discharge, fatigue, gi conditions, dental problems, hormonal changes, headaches, nausea, weight gain, joint pain, leg pain and plaintiff did not under essure confirmation test. Patient demographic details, reporter and product information was added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.